Event description:
The suspect device has been reading higher than the lab on multiple patients and also got a 40% on proficiency testing. Device examples given were 7.3 and 6.3 inr with a lab of 73. Another pt result was 7.3 and 7.9 inr with the lab being 4.72. No treatment alleged. No information on controls provided. The device was replaced and requested to be returned for evaluation.